Event description:
It was reported that post op a laparoscopic cholecystectomy a procedure, in passing the surgeon mentioned that he noticed absolutely nothing abnormal during the entire procedure with the device. The rep asked if the clip may have been fired across a stone and the surgeon said no. The rep also asked if the clips scissored or was there a clip in the crotch and again the surgeon said no. The rep asked if two clips were placed on the patient's side and the surgeon mentioned he always puts two clips on the patient's side. The rep asked if there was enough tissue distal and the surgeon said there was adequate space to cut and this was a routine lap chole. A cholangiogram was performed as the surgeon usually does in these cases and the clip used for the cholangiogram was fine. The device performed as intended, however, the patient was seen post op for a bile duct leak and a stent was placed. When asked the status of the patient, the rep was told by the surgeon, currently the patient is doing well. The device was discarded.

Manufacturer narrative:
(B)(4). Surgical images were returned for ees to review. Field quality engineer reviewed the images and provided the following summary: majority of the images did not provide adequate clarity for a potential cause determination. However, one of the images provided the base view of the subject clips. Both clips appeared to have the tips not completely closed down and one clip appeared to have a slight pear shape. The clip formation exhibited the forms expected to see when excessive downward/backward force is applied to the clip applier jaws during firing. When this occurs the clips will have a tear drop or pear shape formation. The degree of these shapes can vary based on the completeness of the firing stroke and how far back the clip is pushed into the device throat. When excessive downward /backward force is applied during the firing stroke of an (B)(4) device, the clips can get pushed back into the device throat. When this occurs the clip is not positioned properly within the jaws, and the back loop of the clip cannot be properly compressed. Hence the clip tips do not close down properly and the loop tends to stay ballooned. Based on the images provided, it is possible that the clips were not completely compressed, resulting in clips that were not adequately formed to provide a secure occlusion of the structure.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was obtained: the surgeon has been in practice for 36 years; however, he is new to using ees clip appliers. The surgeon indicated this was a text book case and no challenges or issues were noted during surgery. Cholangiogram is standard in his chole cases and he confirmed he did not fire over an existing clip. There were no post operative complications and the patient was discharged as normal following a lap chole. A bile leak was then confirmed with a scan and the surgeon placed a stent. The patient is fine. The event was reviewed with an ees cross-functional team consisting of customer quality, marketing, medical affairs, risk management, and product life-cycle representatives. The following questions were requested by the team and the details provided: please confirm the length of time from original procedure to the discovery of the bile leak? 4 days. What prompted the surgeon to perform the scan which identified the leak? (Standard post-op visit, patient returned to hospital, etc.) Patient went to the emergency room due to the abdominal pain she was experiencing . Did the patient present with symptoms requiring medical attention? If so, what symptoms? Abdominal pain. Additional support? The surgeon does not need any information or assistance at this time from ees regarding the device or case. The patient is healing well and ''seems to be doing fine.'' The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.